Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 4.5mm drill bit broke off during surgery. Drill bit red #(B)(4). Both pieces of the drill bit was retrieved and intra-op x-ray was taken. Radiologist read the film and confirmed that there was no foreign body (drill bit) retained.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.